Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Additional suspect medical device components involved in the event: model: sc-1200, serial/lot: (B)(4), description: precision montage MRI ipg sterile kit. Model: sc-2366-70, serial/lot: (B)(4), description: linear 3-6 lead 70 cm. Model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm h3 other text : devices remain implanted.

Event description:
A report was received that the patient underwent a revision for an unknown reason. All devices remain implanted in the patient.